Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient allegedly received multiple inappropriate shocks for a suspected supraventricular tachycardia (svt) that was initially detected in a monitor only zone. Available information suggests that defibrillation therapy may have been exhausted as a result of these multiple inappropriate shocks. The boston scientific crm technical services department discussed the possibility of turning the monitor only zone off or reprogramming the rate cutoff. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available. Subsequently, this patient's device was explanted due to an upgrade to a competitive dual chamber ICD. The explanted device was later returned to our post market quality assurance laboratory for analysis. A detailed visual inspection of the device found no anomalies. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device met specification. This event will be updated if any additional information becomes available.